Manufacturer narrative:
Additional info: d10, g7, g9, h2, h3, h6, h10 results of investigation: it was reported that revision surgery was performed due to nail fracture. The affected intertan nail, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted the images provided confirm non-union of the femoral neck and the broken nail. Based on the limited information provided the root cause of the reported intertan nail fracture could not be confirmed but non-union and fatigue fracture is a likely cause. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to nail fracture.